Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion with mild tortuosity and moderate calcification in the right coronary artery. The 2.0 x 20 mm mini trek balloon catheter was advanced to the target lesion. When the balloon catheter was pressurized to 12 atmospheres, a leak was noted in the distal tip of the device; therefore, the device could not be used. The balloon was replaced with another balloon catheter. The procedure was concluded successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.